Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the pk dissecting forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one conductor wire is broken at the yaw pulley exit. The wire is detached from its connection at the grip. The instrument passed electrical continuity testing. Engineering evaluation also found that the yaw pulley is missing a .038 x .206 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. The broken instrument piece was not returned with the instrument. The pitch cable is also frayed and sticking out as the distal idler. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.